Event description:
The customer reported that 5 to 6 hours into a lipid infusion, they noted that the patient's bed was wet and on closer inspection they identified that the rubber bung had come off the injection y site. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Manufacturer narrative:
No product was returned by the customer. The customer provided a photograph which shows that the rubber injection port separated from the y-site component. However the exact nature of the reported defect or the origin of the separation could not be confirmed from inspection of the photograph. The root cause of the customer¿s experience was not identified.